Event description:
The account stated that the axsym analyzer generated a false positive toxo igg result. The analyzer generated an initial result of 7.00 iu/ml on (B) (6) 2009. The sample was repeated in duplicate and both results were 0.00 iu/ml. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An investigation was performed on the axsym analyzer, list number 7a83-01, (B)(4) and determined that is was performing acceptably. A field service representative (fsr) was dispatched to the account. The fsr determined that the solution 1 mup tubing was contaminated. The fsr replaced the tubing and performed the tubing decontamination procedure to resolve the issue. The account has had no further issues of erratic results. The axsym system operation manual and the axsym toxo igg package insert were reviewed and were found to adequately address the issue of erratic results. The investigation did not identify a product deficiency. This is the final report.

Manufacturer narrative:
(B) (4):this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.